Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. Based on the data and device analysis there was no evidence in the logs to confirm the frozen screen, the difficulty in shutting down the console was most likely misreported as a frozen screen. Upon power cycling the console 50 times, it was able to shut down properly every time. D8 serviced by a 3rd party was erroneously selected yes on the initial manufacturer device report number 1220648-2025-29130.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facilities biomed reported that the display screen of the automated impella controller (aic) froze during prep and couldn't be shutdown. There was no reported patient harm.